Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the doctor used the electrode for resection of vaginal septum and he was doing hemostasis when the device flamed and they the noticed there were burns in the patient.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: 01/19/2017.

Event description:
New information was received which indicates there was no flame. There was the generation of a spark. The patient did not suffer a major burn. It was a mild injury that did not require any intervention. The patient was discharged without complications.